Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing problem was observed on the implantable pulse generator (ipg) and a polarity switch occurred on both the right atrial (ra) and right ventricular (rv) lead. A data collection problem, high battery impedance and atrial loss of capture were also noted. The ipg was explanted and replaced, both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low resistance in the reed switch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.